Event description:
During a colon procedure when the device was fired, the 3-4 staples in the middle of the staple line did not form properly (they stayed in the open "u" shape), where as proximally and distally they formed the proper "b" formations. There was no pt consequences. The procedure was completed with another device of the same product code.